Event description:
Pt called to report that their meter does not turn off. In order for a pt to do a bg test meter needs to be powered off and then powered back on. Ccr was unable to resolve the issue. Sent pt a new meter.